Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a device check-up. A chest x-ray verified the lead dislodgement. The lead was explanted and reimplanted via new access route on (B)(6) 2016. The patient was stable post procedure.